Event description:
Port-a-cath inserted on 11/22/96. Flow study done at that time indicated good flow and port-a-cath working appropiately. Port accessed for chemotherapy treatment on two occassions each consisting of five days. On 1/24/97 there were positional problems with port access and so it was decided to give the chemotherapy treatment via a peripheral vein as the port-a-cath was only flowing adequately when the pt was lying down.